Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp due to broken occluder legs was observed. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.